Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor displayed a 7332 diagnostic code indicating the connection to look up the affiliated device in the remote monitoring network was unsuccessful or timed out. The remote monitor displayed a 3230 diagnostic code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. It was reported that the remote monitor continued with reader position of no telemetry. The remote monitor was power cycled. It was reset reader and had rep place dry wash cloth over patient's implant and walked through transmission. The remote monitor remains in use. Referred patient to contact the clinic for in office interrogation. No patient complications have been reported as a result of this event. It was reported that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.